Event description:
This lead was explanted because of dislodgement. The initial implant was difficult. There were no adverse patient events reported. Should additional information be received, this file will be updated

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix.. Further analysis of the lead cuts in the insulation and deformations of the outer conductor coil which most likely occurred during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.